Event description:
It was reported that the display has a horizontal segment that is not working. No additional information

Event description:
It was reported that the display has a horizontal segment that is not working. No additional information.

Event description:
It was reported that the display has a horizontal segment that is not working. No patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated as there was a malfunctioning lcd. The problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.